Event description:
It was reported that on (B)(6) 2026, at 13:20, during transurethral resection of the prostate with transurethral holmium laser cystolithotripsy, the single use sterile catheter became occluded at the front end, preventing proper functioning of the tubing during the procedure; the catheter was immediately replaced with an alternative product, and the operation was completed successfully.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.